Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a female patient who had essure inserted. The patient's medical history included loop electrosurgical excision procedure. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). At the time of the report, the pelvic pain and cervix carcinoma outcome was unknown. The reporter considered cervix carcinoma and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain,cervix carcinoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. Reporter was added. Device removal surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.